Manufacturer narrative:
According to the boston scientific representative, this lead was inadvertently discarded by the hospital surgical scrub tech. This investigation will be updated should further information be provided.

Event description:
It was reported from a product experience report (per) form that this implantable cardioverter defibrillator (ICD) right ventricular (rv) lead was not delivering pacing when required.